Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024. During ongoing use of the intragastric balloon, the device was naturally expelled by the patient. In (B)(6) 2025, at the time of the scheduled removal procedure, it was discovered that the balloon had already been passed spontaneously prior to the attempted extraction. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event) is approximated, as the only available information indicates the balloon was reportedly passed in (B)(6) 2025. Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Device code a010402 is being used to capture the reportable event of balloon migration.

Manufacturer narrative:
Block b3 (date of event) is approximated, as the only available information indicates the balloon was reportedly passed in (B)(6) 2025. Block h6: device code a1401 is being used to capture the reportable event of balloon deflated. Device code a010402 is being used to capture the reportable event of balloon migration. Device evaluation: block h11: the orbera balloon was not returned, and no media was available for analysis. The reported events of balloon deflated and balloon migration could not be confirmed. A risk review of the orbera was completed and confirmed that the events of balloon deflated and balloon migration were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: balloon deflated. Based on all gathered information, there is not enough evidence to determine whether the balloon migration was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, "unable to exclude device problem" is selected as the most probable cause for this event. For the event of balloon deflated, this adverse event is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For this reason, this event is catalogued as "known inherent risk of device".

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on (B)(6) 2024. During ongoing use of the intragastric balloon, the device was naturally expelled by the patient. In (B)(6) 2025, at the time of the scheduled removal procedure, it was discovered that the balloon had already been passed spontaneously prior to the attempted extraction. There was no patient complications reported as a result of this event.